Manufacturer narrative:
The manufacturer previously reported a ventilator having a service required alarm condition. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and flow element were replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.